Event description:
It was reported that the nurse stated they have a neonate that had been cooling for three days. The patient had slowly dropped below target and did not seem to be warming up. The water temperature initially dropped but had increased a little. The targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, and water temperature (wt) was 30.5c. Nurse confirmed they did receive an alarm 113. Confirmed current water flow rate (wfr) was 0.6 l/min. Explained flow rate and heater correlation, informed nurse this was what triggered the alarm 113 because the device was having a hard time making warm water due to the low flow rate. Nurse stated they had made sure all the tubing was as straight as possible; there were no kinks. Had nurse pause therapy, empty the pad, and disconnect the pad. Had nurse straighten tubing as needed. Informed nurse to reconnect pad holding only the blue tubing and not the clear plastic clamp, suggested trying a different port on the fluid delivery line (fdl). Nurse verified audible clicks, resumed therapy. After a few minutes, water flow rate (wfr) was 1.1-1.2 l/min. Recommended nurse keep an eye on the flow rate and call back with any issues. Water temperature up to 33.6c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a neonate that had been cooling for three days. The patient had slowly dropped below target and did not seem to be warming up. The water temperature initially dropped but had increased a little. The targeted temperature (tt) was 33.5c, patient temperature (pt) was 33c, and water temperature (wt) was 30.5c. Nurse confirmed they did receive an alarm 113. Confirmed current water flow rate (wfr) was 0.6 l/min. Explained flow rate and heater correlation, informed nurse this was what triggered the alarm 113 because the device was having a hard time making warm water due to the low flow rate. Nurse stated they had made sure all the tubing was as straight as possible; there were no kinks. Had nurse pause therapy, empty the pad, and disconnect the pad. Had nurse straighten tubing as needed. Informed nurse to reconnect pad holding only the blue tubing and not the clear plastic clamp, suggested trying a different port on the fluid delivery line (fdl). Nurse verified audible clicks, resumed therapy. After a few minutes, water flow rate (wfr) was 1.1-1.2 l/min. Recommended nurse keep an eye on the flow rate and call back with any issues. Water temperature up to 33.6c.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.